Event description:
The patient reported that she was getting ready to go to bed and checked her blood glucose. The value was greater than 300 mg/dl. Her normal blood glucose value is under 150 mg/dl. The patient reported that she noticed her infusion set tubng was partially separated at the luer lock. She changed her infusion site and administered an insulin injection according to her sliding scale. The patient reported feeling symptoms of "not feeling great." The patient did not report requiring medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.